Manufacturer narrative:
This report was inadvertently submitted. The reported event had been filed under MFR report.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple pump alarms occurred during the loading process using multiple cartridges. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.